Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was experiencing pericarditis. There may be a potential perforation caused by one of the lead, however the leads "looked okay" on x-ray. Additionally, the patient felt as though there were "missing beats." It was noted that the device was programmed to a minimal ventricular pacing (mvp) mode that may cause the feeling of missed beats. Requests for additional information were made, however nothing further was received. The device and both leads remain in use. No further patient complications have been reported as a result of this event.